Event description:
The customer reported that there was no sound when the monitor alerted, the nurse immediately checked the alarm limit setting, and the upper limit was set at 170 beats/min. There is no sound reminder beyond the alarm limit, which is easy for medical staff to miss . No patient harm was reported.

Manufacturer narrative:
Testing was performed at the customer site and determined that the alarm horn (speaker) was faulty. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. It was noted the nurse immediately replaced the standby monitor for the patient (child) and reported the issue for repair. It was also noted that the faulty equipment is old and could not be traced back to its production date and expiration date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.